Event description:
The customer contact reported the device started delivering while in standby. On an unspecified date and time, the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse programmed the device for standby prior to the transport of the pt. The customer contact reported during the transport of pt, an unspecified location of the device was ¿bumped¿ and the delivery started. It was reported that there were drops noted in the drip chamber; however, the display indicated that the devices were in standby. It was reported that the touch screen was not responsive and the device motor was reported as audible. The customer contact indicated that the nurse powered the device on and off. It was reported that the device continued to be in standby. The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided, including medication and if delivery was resumed with a replacement device.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.